Event description:
It was reported that patient was hospitalized on (B)(6) 2026 due to high blood glucose level 650mg/dl and treated with intravenous and fluids of saline and insulin

Manufacturer narrative:
Initial 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.